Event description:
Films were received by medtronic ave and evaluated by an independent contracted physician. The film review and interpretation stated that the abdominal aortic aneurysm measured 51 mm in diameter. The physician stated that review of the CT/angio demonstrated that the proximal aortic neck was a reverse funnel that measured from 27-28mm in its smallest diameter. The overall neck length from the renal arteries to the aneurysm was 9mm. Following placement of the stent graft there was poor distal fixation in the iliac arteries with only 9 and 12mm of fixation in the left and right common iliac arteries. The physician stated that surgical conversion was warranted in this pt with a type I endoleak and increasing size of the abdominal aortic aneurysm. The physician's conclusion to the film review stated that the pt was not a candidate for endovascular repair due to the proximal neck anatomy (short, large funnel neck) and should have been treated with open surgery at the initial procedure.

Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2000. The patient had a history of severe chronic obstructive pulmonary disease and recurrent pancreatitis. The patient had a 1cm long aortic neck. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was deployed below the renal arteries. The anterior side of the device was higher in the aorta than the posterior side. A follow-up kidneys, ureters and bladder (abdominal x-ray) in 2001 demonstrated an unchanged appearance of the stent graft from the prior examination approximately seven months earlier. The stent graft appeared to be intact with no significant deformation. The report stated the structure had a tortuous course. A CT scan of the abdomen with contrast in september 2001 demonstrated the native aneurysm measured 60mm x 61mm in size, which represented an increase when compared to the prior study of february 2001. The CT scan also demonstrated increased prominence to a type ii endoleak at the bifurcated portion of the graft as well as a new type I endoleak seen involving the proximal portion of the stent graft. Because the proximal endoleak could not be treated with an aortic cuff due to the short aortic neck, the physician scheduled the stent graft to be explanted. Later in 2001 the patient was taken to the operating room. The patient was prepped and draped in the usual sterile manner. A midline laparotomy incision was made and the abdomen explored. A large infrarenal aortic aneurysm was present and was dissected from the renal vein to the hypogastric take-off on the common iliac arteries. The patient was given 5,000 units of heparin intravenously. Close inspection of the infrarenal neck revealed an essentially non-existent neck, with the right renal appearing to emanate from the upper margin of the aneurysm. The left renal was higher than the right and appeared grossly uninvolved. Due to the presence of the endoluminal graft, as well as the renal artery involvement, a suprarenal aortic cross-clamp was felt to be necessary. The aorta was secured at the diaphragm to the lesser sac by "crurual" separation and peri-aortic dissection. The aorta was then cross-clamped as were the distal common iliac arteries. The aneurysm was opened longitudinally and atherosclerotic debris removed. The endoluminal graft was removed and noted to be reasonably well adhered at the infrarenal neck, as well as at the common iliac attachment sites. A rather brisk back-bleeding lumbar vessel was present and was oversewn with 2-0 tycron. The inferior mesenteric artery was chronically occluded. Following removal of the endoluminal graft, all atherosclerotic debris was debrided and a careful check was made for any additional lumbar or aortic wall bleeding sites. An examination of the suprarenal aorta from within the aorta revealed a mild to moderately atherosclerotic lumen. As suspected, the right renal artery was present at the level of the aneurysm superiorly. A dacron graft was then tailored, such that the tube portion of the graft could be sutured end-to-end to the infrarenal aorta, beneath the left renal artery, and an inferior defect in the right lateral margin of the graft created to incorporate the right renal attachment in the proximal anastomosis. The anastomosis was fashioned with prolene suture, beginning posteriorly. The anastomosis was carried circumferentially around the right renal artery utilizing a segment of surrounding aortic wall and aneurysm wall. The remainder of the anastomosis was relatively uncomplicated and routine. On completion, the graft was flushed and blood flow was re-established to the renal and visceral branches. The anastomosis was checked for hemostasis and found to be satisfactory. Attention was then directed to the distal reconstruction. The iliac arteries were opened longitudinally to their distal extent. The dacron graft was transected to the right and left limbs and sutured end-to-end to the distal common iliac arteries with prolene suture. As each was completed, blood flow was re-established to the lower extremity, with no hemodynamic change. Following completion of the graft insertion, protamine sulfate was administered intravenously to reverse the effect of the heparin. The redundant aneurysm was closed over the dacron graft and the peritoneum was closed accordingly. A CT was noted to be normal. The patient had 4+ femoral pulses. The procedure was completed and the patient was taken to the recovery room in stable condition. A case analysis and film interpretation by an outside independent physician stated that the aneurysm measured 51mm preoperatively. Over a period of 21 months after the implant of the aneurx device, the aneurysm had increased in size to 6 centimeters. During that time the patient developed a type I proximal endoleak and the patient underwent an elective surgical conversion. When reviewing the preoperative cta, the proximal neck was a reverse funnel that measured in its smallest diameter from 27-28mm. The overall neck length from the renal arteries to the aneurysm was 9mm. Following placement of the stent graft there was poor distal fixation in the iliacs with only a 9 and 12mm of fixation in the left and right common iliac arteries. The physician concluded in his report that surgical conversion was warranted in this patient with a type I endoleak and increasing size of the abdominal aortic aneurysm. He stated that the patient was not a candidate for endovascular repair due to the proximal neck anatomy (short, large funnel neck) and should have been treated with open surgery at the initial procedure. The physician also concluded that distal fixation was poor in the iliac arteries. No additional clinical sequelae were reported. Receipt of the explanted stent graft is pending for analysis and investigation.

Event description:
An explant summary report concluded that the pt was not a good candidate for repair with an aneurx stent graft as evidenced by the 27-28mm neck diameter and a 9mm neck length estimated by the film interpretations. The cause of the type I endoleak is believed to be related to a 26mm device implanted in a neck of 27-28mm. The type ii endoleak noted by the physician at the explant could also be the cause for increase in the aneurysm size. The single strut fracture on ring 2 is not believed to be the cause for the type I endoleak it is not in the proximal seal zone as evidenced by the 9mm neck length estimated by an outside independent physician. The consecutive broken sutures noted on the explanted device are not believed to be the cause for the clinical outcome since there is clear evidence of a juxtarenal aneurysm at the explant procedured.